Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and motor tests. No motor error alarms or displacement anomalies occurred during testing. The pump also had cracks in the case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with motor error during bolus delivery. The patient's blood glucose at the time of incident is unknown. The customer mentioned that she had previous received a motor error earlier in the month during a previous bolus. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal and the customer was able to rewind the pump. Additionally, the customer confirmed that her pump alarmed with button error on numerous occasions. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.